Event description:
Additional information received indicated the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. An appointment on (B)(6) 2013 was noted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v794135, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon; there was a por (power on reset) condition. Regarding when the message appeared, it was noted that the patient had atrial defibrilation yesterday. Stim was on during procedure. The patient had tried to use ins last night and got message. The patient was leaving out of town tomorrow through the weekend and would be without stim if he could not clear por. If additional information is received, a follow up report will be sent.